Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient expired due to an unknown cause. The device was explanted and remote monitoring revealed low sensing on the device, most likely due to the patient's asystole. There was no alleged malfunction related to the device or leads. Related manufacturer report number: 2938836-2019-05676, related manufacturer report number: 2017865-2019-11663.

Manufacturer narrative:
A complete destructive investigative analysis was unable to be performed. Production records, or a device history record (DHR) was unable to be reviewed as the serial number of the product was unavailable. Based on the information available, the cause of the reported incident could not be conclusively determined.